Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving full stimulation therapy coverage of her pain pattern. Subsequently, the patient underwent an additional scs trial procedure to determine if an additional lead needed to be added to the patient's scs system. However, after the trial the patient decided she was going to use her scs system as is.